Event description:
A male patient left a message on the non-urgent line stating that one battery pack is giving him the "battery pack fault" led on the battery charger. The battery pack appears to be charging, but then the flashing error led illuminates. Support contacted the patient and the patient stated that the battery pack had approximately 3/4 charge. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken white wire on the cells. The while wire connects the cells to the board. The root cause of the broken wire was a manufacturing assembly error of too much solder on this lead. The wire replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event from the faulty battery pack. The patient received a replacement battery pack.